Event description:
It was reported the patient complained of pain at the ipg site. Subsequently, the patient desires to have the ipg relocated to her abdominal wall. The patient may undergo surgical intervention at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.